Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2023-00261.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using ruby coils, a lantern delivery microcatheter (lantern), and a non-penumbra diagnostic catheter. During the procedure, while advancing a ruby coil into the lantern, the pusher assembly of the ruby coil kinked. Subsequently, the ruby coil unintentionally detached. Therefore, the lantern containing the detached ruby coil was removed and the ruby coil was flushed out of the lantern. The physician then attempted to advance a second ruby coil into the lantern; however, the same issue occurred. Therefore, the lantern containing the second ruby coil was removed and the ruby coil was flushed out of the lantern. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.